Event description:
Silastic applied after approximately 16 minutes of pushing. Medical records state vacuum use due to bradycardia. Suction used for approx 20 minutes with one removal for set of contractions. Suction was reapplied due to non-progression according to records. Baby boy was delivered following the 20 minutes and was noticed that had grey coloring. Apgar scores were 6 at one minute and 8 at 5 minutes. It was noted soon thereafter by the medical team that baby boy had suffered a massive subgaleal hemorrhage. Pt passed away the following day. Autopsy report further states that he had suffered a massive subgaleal hemorrhage and split separation of right lambdoid suture. Both physician and nurse involved with the vacuum/suction process. Total time from start of pushing to delivery was 36 minutes. According to my confirmation by the FDA -freedom of info act-, neither the hosp or the MFR reported this incident. I am requesting an investigation into this matter and to hold the hosp accountable for not filing according to the FDA mandates.